Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the delaminated downstream occlusion (dso) seal. The customer's problem was replicated. The dso seal was replaced to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) sensor seal bubbled and delaminated. Per reporter, the event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.